Event description:
It was reported the asymptomatic patient reported for a routine follow-up. Two interrogations were attempted with both efforts resulting in error messages. The engineering test page was entered and the memory location was successfully written allowing the device to be successfully interrogated.